Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited intermittent oversensing primarily on the right ventricular (rv) pace/sense and shock channels. There was also some low amplitude background/myopotential noise on the right atrial (ra) channel. It was reported that this intermittent oversensing also occurred on the patient¿s previous device (B)(4). Boston scientific technical services (ts) was consulted. Ts expressed concern regarding the rv noise due to pacing inhibition. There was no specific reoccurring pattern that could help identify the noise¿s origin. Ts recommended isometrics, valsalva and pocket manipulation while running real-time electrocardiograms with continuous monitoring of impedance values. Ts is concerned that the noise could be related to lead issues and/or lead against can. The patient is pacemaker dependent but there were no adverse patient effects reported.